Manufacturer narrative:
Analysis of the the lead, (B)(4), found no significant anomaly. Analysis of the the lead, v073953010, found no significant anomaly. Analysis of the the ins, (B)(4), found no significant anomaly. Analysis of the both anchors found no significant anomaly.

Event description:
It was reported that there was a lead migration. The action required as a result of the event was an explant which was done on (B)(6) 2013. Impedance testing was done. It was noted that the patient had a 2 lead system implanted in 2008 and had received great pain relief from it. Patient recently had a fusion and since he had been unable to use the stimulator. Patient was told by the healthcare professional that one lead had moved. Turning the stimulator on with both leads activated caused him discomfort and swelling. It was noted that the patient had not wanted to be reprogrammed although it was offered many times prior to explant. All impedance values for both leads were within normal range prior to system explant. Patient was alive with no injury. Patient had less than 50% therapy relief.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID neu_siliconeanchor, lot# unknown, product type accessory; product ID neu_siliconeanchor, lot# unknown, product type accessory; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.